Event description:
The customer reported that they're getting communication loss on their central nurse's station (cns). There was no patient injury reported

Manufacturer narrative:
The customer reported that they're getting communication loss on their central nurse's station (cns). Technical service (ts) troubleshot the issue and found out that the zm transmitters were plugged into an uninterruptible power source (ups) that was no longer working. The customer plugged them directly to a power outlet, which brought back most of the transmitters. Ts then had the customer reboot the cns, but the issue persisted. The power supply for the antennas was also plugged into a defective ups so the customer plugged it to a wall outlet and this brought back all transmitters, issue resolved. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device was used in conjunction with the cns: zm transmitters: model #: ni serial #: ni device manufacturer data: ni unique identifier (UDI) #: ni returned to nihon kohden: ni